Event description:
Customer's family member reported that on (B) (6) 2009 customer was not able to get a reading from her precision xtra blood glucose meter, after a sample was applied, and then customer fell resulting in her sustaining a fractured hip. It was further reported customer experienced vertigo, confusion, pain in her legs and her muscles were sore and cramped. Paramedics were called and transported customer to a local healthcare facility. Customer was hospitalized for two weeks for surgery and therapy. Additionally, customer was diagnosed with hyperglycemia and treated with insulin, antibiotics and other, (non-specified) medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: the manufacture date of the meter is unknown.